Event description:
It was reported this was an attempted arteriotomy closure of the calcified left common femoral artery using the pre-close technique with a proglide device via a 6fr sheath hole prior to a heart pump interventional procedure. Reportedly, there was difficulty retracting the foot of the proglide and when removing the device, the sheath caught on the vessel wall and separated. Manual arterial compression was applied until a surgical cut down was performed to remove the broken sheath and achieve hemostasis. There was a reported clinically significant delay in the procedure due to the surgical cut down. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.